Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced unknown issues with the pump battery. There was no reported impact to the customer's blood glucose (bg) level. No additional information was provided.